Event description:
It was reported in a service report that the patient right side rail was not operating to specification and was not able to be latched in the up position.

Manufacturer narrative:
Na